Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer alleges front caster broke off while customer was in it. Alleges consumer bent over in chair to see what happened when his jacket got caught on the joystick and proceeded to drag him down the sidewalk.

Manufacturer narrative:
Only the caster assembly was returned for evaluation. The jam nut that secures the fork to the caster stem was missing. The caster was not broken. Failure to heed controller operating instructions.

Event description:
Dealer alleges front caster broke off while customer was in it. Alleges consumer bent over in chair to see what happened when his jacket got caught on the joystick and proceeded to drag him down the sidewalk.